Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 50mm; cat#502-03-50d; lot#mlleev; delta v-40 ceramic head 36/+7,5; cat#6570-0-736; lot#28959102; size 3 accolade ii 127 deg; cat#6721-0330; lot#40976307; 6.5 cancellous bone screw 40mm cat# 2030-6540-1 lot #mlh50y; 6.5 cancellous bone screw 25mm cat#2030-6525-1 lot# mll0y9; 6.5 cancellous bone screw 20mm cat#2030-6520-1 lot# mllx30. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Right tha on (B)(6) 2012...underwent revision surgery on (B)(6) 2016 due to painful right hip secondary to infection; liner exchange with irrigation and debridement. Patient factor: bmi 30. Update: as reported in the (B)(6) 2016 operative report: "...there was no sign of effusion. There was no evidence of any frank pus or granulation tissue or synovium...the acetabulum was slightly found to be excessively anteverted...there was no evidence of loosening..." Discharge summary reports "...status post I&d with cultures remain negative and IV antibiotics were stopped by ID...while in hospital and also patient had a small left frontal lacunar infarct".

Manufacturer narrative:
Reported event: an event regarding pain and infection involving a trident liner was reported. Medical review confirmed that no evidence of infection was found and the root cause of the pain was not determined. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: review of these records confirm an I&d for liner exchange occurred because of hip pain felt to be related to infection. Following this surgical intervention no evidence of infection was found and the root cause of the pain was not determined. The patient returned 5 years later with trochanteric bursitis. The office note from this visit includes an x-ray interpretation of acetabular loosening and medial migration of the cup. I have reviewed these x-rays and compared them to x-rays from 2016 and do not see any interval change nor any evidence of loosening or migration. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: the medical review stated that no evidence of infection was found and the root cause of the pain was not determined. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right tha on (B)(6) 2012...underwent revision surgery on (B)(6) 2016 due to painful right hip secondary to infection; liner exchange with irrigation and debridement. Patient factor: bmi 30. Update: as reported in the (B)(6) 2016 operative report: "...there was no sign of effusion. There was no evidence of any frank pus or granulation tissue or synovium...the acetabulum was slightly found to be excessively anteverted...there was no evidence of loosening..." Discharge summary reports "...status post I&d with cultures remain negative and IV antibiotics were stopped by ID...while in hospital and also patient had a small left frontal lacunar infarct".